Event description:
Customer reported that she had an issue with her infusion set, which caused the blood glucose reading to elevate over 400 mg/dl. She reported that sometimes the cannula of the infusion set was bent. She also reported that she had received weak signal alerts and lost sensor alerts. Customer declined to troubleshoot for the issue. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch 2032227-2014-58554 medtronic, inc.